Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code and lot # for both devices in question? I listed the product codes lot numbers on the product inquiry but here they are again 7707g ¿ pgm968, mj6553. Total qty involved- was it same device that was noticed with both reported issues? Or 2 different devices with 2 different lots each device? Yes it was same device that had issue with the two different lots. Did the reported events/issues occur on single patient /during single procedure ? Unsure if it happened on same patient. Was procedure completed successfully? Yes, procedures were completed successfully please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. I am returning 2 boxes so please replace two boxes back to the account addressed to the contact on the pi. Note: events reported in 2210968-2019-90331.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came detached from suture easily. The procedure was completed successfully. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mj6553 batch number, and no non-conformances were identified. Additional investigation summary: one opened box with eleven unopened samples of product code 7707, lot mj6553 were received for analysis. The complaint sample was not returned for evaluation. The product code is double armed. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no pull off - suture needle was found and the tested samples met the finished goods requirements.